Manufacturer narrative:
Investigation summary: 2 samples were received. They came in ziploc plastic bag with no packaging blister. They were visually inspected. No deformation or excess of epoxy was observed. No drip overs on the needle or on the plastic hub. The epoxy at the needle base measures 1/8¿ high, which is acceptable. One empty- opened packaging blister came together with the needle assemblies. Root cause was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: no deformation or excess of epoxy was observed. This is the 1st complaint for lot # 9226751 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause was not verified. Rationale: CAPA not required at this time.

Event description:
It was reported that excess epoxy was found inside the bd¿ blunt fill needle cap before use. The following information was provided by the initial reporter: "customer called and stated that "the blunt fill needle when pulled out of the protector cover , there was excess gum/glue that holds the needle and the hub inside the cap."